Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 4 of 4 reference MFR report#1627487-2016-02431, reference MFR report#1627487-2016-02429, reference MFR report#3006705815-2016-00197. The patient received two swift-lock anchors with the same lot number. It was reported the patient was diagnosed with an infection (staph) after surgical intervention (reference MFR report#1627487-2016-02255). Reportedly, the patient received antibiotics and a pic line as additional treatment. The issue subsequently resolved.